Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg was confirmed, but the exact cause could not be determined. One 15cm trialysis catheter was returned for investigation. The catheter exhibited evidence of use. The venous extension leg was received separate from the catheter. The extension leg broke at the trifurcation. The plane of the break was slightly recessed within the proximal end of the trifurcation. A microscopic examination revealed the surface of the break to be rounded around the perimeter of the tubing. The break surface was rough and uneven. No damage or defects associated with the manufacturing process were observed on the returned sample. A functional test revealed that the catheter was patent to infusion and no leaks were observed. Since the catheter was received with a break in the extension leg, the complaint was confirmed. A combination of stress, fatigue, and degradation may have affected the material; however the exact cause of the break could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the trialysis catheter had one of the lumen detach from the hub. Additional info: trialysis catheter was successfully placed and being used. A few days later the lumen fell out and was on the patient¿s bed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the trialysis catheter had one of the lumen detach from the hub. Additional info: trialysis catheter was successfully placed and being used. A few days later the lumen fell out and was on the patient¿s bed.